Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No bolus anomaly or basal anomaly were noted during the testing. The insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having problems with high blood glucose. The blood glucose at the time of the phone call was 487 mg/dl. The customer stated that when they are connected to the insulin pump there are kinks and the insulin is not being delivered. The customer was offered troubleshooting but they declined, stating that they already did troubleshooting for the same reason and were still having high blood glucose. The discontinuation of the device was advised. Nothing further was reported.